Manufacturer narrative:
Investigation is ongoing.

Event description:
Per provided photo, the liner was circumferentially delaminated. As reported by our (B)(6) affiliate, during a transfemoral procedure, a commander delivery system had difficulty advancing through the 14fr esheath. The valve was aligned inside the sheath due to tortuous anatomy of the patient with some tension. Difficulty was noted during advancement of the delivery system and the entire delivery system/valve was removed. A larger 16fr esheath was requested due to ¿mushroomed¿ balloon appearance distorting the sheath and concern for ¿oozing¿ at the access site. The 2nd valve was aligned outside of sheath and deployed without issue. The valve was successfully deployed. A vascular angiogram was performed and there was no injury to the patient¿s vessel. The patient was stable. The sheath will be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The esheath was returned to edwards for evaluation. Visual inspection revealed the following: sheath liner was bunching and circumferentially delaminated from 2.5¿ distal tip, sheath distal tip was damaged, c marker band was present on sheath, scratches seen on the sheath shaft, sheath was expanded as designed and the crimped valve was on the proximal of the inflation balloon and the inflation balloon was bunching distally. Imagining was provided and revealed that the valve was within the sheath liner, distal section of the inflation balloon was stuck at the sheath distal tip bunching liner and the sheath liner was circumferentially delaminated. Functional and dimensional testing was not performed due to the nature of the complaint. During manufacturing per procedure, the sheath shaft components are 100% visually inspected. During the manufacturing process the esheath final assemblies are 100% visually inspected by both manufacturing and quality per procedure for defects additionally, the esheath is tested and inspected on sample devices from each lot during product verification (pv) testing. The samples were inspected for seam separation, expansion force, and liner tears. No failures occurred during product verification testing and the lot was released. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. A device history record (DHR) review was performed and did not reveal any manufacturing non-conformance that would have contributed to the reported event. A lot history review revealed no other complaints for this reported event. A review of the complaint history from june 2019 to may 2020 revealed other similar returned complaints for the trend categories above were confirmed. However, no manufacturing non-conformances were identified during the investigations of the similar complaints. Available information suggests that patient/procedural factors contributed to the event. A review of complaint history revealed that the occurrence rate did not exceed the may 202 control limit for all the trend categories. The IFU, device preparation manual, and procedural training manual were reviewed for instructions/guidance on device preparation/usage. The procedural training manual provides guidance on thv retrieval back into sheath tip. Perform valve alignment in the straight section of the aorta, unlock, pull the balloon catheter straight back at the y-connector until part of the warning marker is visible and lock, do not bend or apply torque to the proximal end of the balloon catheter throughout the procedure, do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment, rotate the balloon lock away from you to lock and towards you to unlock. Lock/unlock symbols are found on the balloon lock, check delivery system before valve alignment. If kinked, do not use, slowly rotate the fine adjustment wheel towards you to center the thv exactly between the valve alignment markers with no gap or overlap, note, fine adjustment wheel functions only when the balloon lock is locked, and if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon. Utilizing alternate fluoroscopic views may help with assessing curvature of the anatomy, if excessive tension is experienced during valve alignment, repositioning the delivery system to a different straight section of the aorta and relieving compression (or tension) in the system will be necessary. In addition, the procedural training manual provides guidance on delivery system insertion force through sheath. Insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion, push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification, and if push force is high, consider slightly pulling back the sheath while advancing the thv/delivery system 1 ?? 2 cm. Note, in expectation of high friction, use short movements . No IFU or training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for resistance with delivery system was unable to be confirmed. The sheath distal tip liner delamination was confirmed based on visual inspection of the device. Investigation of the device, complaint history, lot history, DHR and manufacturing mitigations revealed no indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. As reported, ¿during procedure, the delivery system had a difficulty during the insertion/advancing through the esheath. The valve was aligned inside the sheath due to tortuous anatomy of the patient with some tension.¿ per training manual, ¿perform valve alignment in the straight section of the aorta¿, and ¿if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon¿. Valve alignment would enlarge the profile of delivery system. Furthermore, patient had access vessels with calcification and tortuosity per reported and noted. The presence of tortuosity and calcification could create additional challenging pathway for advancement of delivery system through sheath. The calcification could be evidenced by the scratches on sheath shaft. Per training manual, ¿push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification¿. Above both factors could lead to resistance and high push during the delivery system advancement. Per imagery review and visual inspection of returned devices, the inflation balloon was bunching distally at the outflow of crimped valve. It was potentially caused by valve alignment with the sheath, so if the excessive force was applied to retrieve the delivery system with bunching inflation balloon, it could lead to liner delamination from the sheath. Per training manual, ¿crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve¿, and ¿do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again¿. As such, available information suggests that patient factors (access vessel calcification/tortuosity) and/or procedural factors (valve alignment within the sheath) may have contributed to the complaint event. A review of IFU and training materials revealed no deficiencies, and review of the complaint history revealed that the complaint occurrence rate did not exceed the may 2020 control limit for the applicable trend category. Therefore, no corrective or preventative action, nor product risk assessment is required at this time.